Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that on (B)(6) 2018, an expired bmw2021 bilayer matrix wound dressing was applied to a patient. The product was stored in the shelf with another graft before the case. It was discovered that the product is expired post procedure and the physician was notified. It was decided not to remove the graft. The surgeon and the hospital felt that the patient's clinical outcome would not be affected. No patient injury or medical interventions were reported. Additional information was already requested.

Manufacturer narrative:
Investigation completed on 05mar2018. Device history record (DHR) - all applicable manufacturing equipment underwent sterilization at the required temperature and time conditions. All appropriate work orders were generated and completed per the requirements. Based on the DHR review conducted, there is no indication that the production process may have contributed to this complaint. All test results passed the procedural specifications, and there were no defects observed related to error in expiry or releasing/distributing expired material. The device was not returned to the manufacturer failure analysis. The failure is unconfirmed. The expiration date for bilayer matrix wound dressing (bmwd) product is calculated as 24 months from the start of manufacturing. The lot number and expiration date of each bmwd product are labeled on the outer box as well as on a patient sticker label, which is placed on the inner tyvek pouch. The expiration date of the piece of product used was 31jan2018. The most probable cause of this complaint is the customer¿s inventory management system. The expiration date of the bmwd product used in surgery was likely not checked prior to surgery and use.